Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced an infection at the lead site and the leads were exposed. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the wound was cleaned, and the leads and anchors were replaced to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the patient was treated with oral antibiotics and the infection has resolved.